Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "no complaint against the device". Healthcare professional reported "the wavy contour of the shell", "small amount of fluid is detected around the endoprosthesis membrane" and "breast cyst" diagnosed via ultrasound. This record is for the right side. Device has been explanted and replaced.